Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not responding during an easy bolus attempt. The customer¿s blood glucose level was in the range of 160 mg/dl to 170 mg/dl. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that pressing menu button did not take them to the menu screen. Customer also stated that using the up arrow and down arrow did not allow them to navigate screens. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.